Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process, a final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect total psa, list 7k70, that has a similar product distributed in the us, list 6c06.

Event description:
The customer observed a falsely elevated total psa result for one patient on the architect i1000sr analyzer. The following data was provided: neat over 100, 10-fold dilution initial 960.873, repeat 921.361 ng/ml. Data from one month previous was 78 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.